Event description:
Surgeon utilizing davinci robotic machine for laprospcoic hysterectomy. When surgeon turned up generator to begin using spatula it appeared to be glowing and looked melted on the tip. Doctor also noted missing piece of arm below the actual spatula. The defective device was removed and saved. Second spatula also appeared to be melted at tip after procedure. Pathology specimen was xrayed and black rounded metallic piece noted in the specimen. Appeared to potentially be missing piece of spatula arm.

Event description:
Surgeon utilizing davinci robotic machine for laparoscopic hysterectomy. When surgeon turned up generator to begin using spatula it appeared to be glowing and looked melted on the tip. Doctor also noted missing piece of arm below the actual spatula. The defective device was removed and saved. Second spatula also appeared to be melted at tip after procedure. Pathology specimen was x-rayed and black rounded metallic piece noted in the specimen. Appeared to potentially be missing piece of spatula arm.